Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject (B)(4) was not returned to olympus medical systems corp.(omsc). Omsc checked the device history record of the subject (B)(4) and no abnormality found. Omsc could not identify the root cause because the subject (B)(4) was not returned to omsc. Omsc surmised that this phenomenon might have been occurred by the following. This phenomenon occurred due to accidental abnormality on the flash ic in qb circuit board or bi circuit board of the subject (B)(4). The qb circuit board has a function of performing the signal processing for displaying the input video signal. Also, the bi circuit board has a function of outputting signal to the lcd panel. If any abnormality occurs in the flash ic mounted in these, the subject (B)(4) will not start up. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
It became clear that this phenomenon occurred during the preparation of use.

Manufacturer narrative:
The subject oev262h sent to the workshop for the inspection and the repair. It is unknown whether the subject oev262h will be returned to olympus medical systems corp.(omsc). Oev262h instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The subject oev262h was used for unspecified procedure. The subject oev262h connected to the cv-190 including the endoscopic system using the hd-sdi cable. Also, these devices mounted on the trolley made by another company. The subject oev262h did not work in the beginning of the operation. The user checked the power cord of the subject oev262h, however the subject oev262 did not start and the front panel did not ignite. The user replaced the subject oev262h with unspecified monitor and completed the procedure. There was no report of the patient¿s injury regarding this event.